Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of the uterus"), fallopian tube perforation ("perforation of a fallopian tube"), device dislocation ("migration of the essure devices / migration of essure device (location of device: left lower quadrant of abdomen)"), pregnancy with contraceptive device ("pregnancy (termination)"), genital haemorrhage ("abnormal bleeding (general)"), epilepsy ("neurological conditions or problems (type: epilepsy)") and seizure ("neurological conditions or problems : seizures") in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 2 ((B)(6) 2008 and (B)(6) 2011.), miscarriage and premature birth. Concurrent conditions included overweight. Concomitant products included progesterone from 2010 to 2011. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anaemia ("blood or heart disorder/condition"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain"), vaginal discharge ("vaginal discharge") and insomnia ("other injury(ies) or complication (s) (please describe: insomnia)"). In (B)(6) 2016, the patient experienced alopecia ("hair loss"). On (B)(6) 2016, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced the first episode of depression ("psychological or psychiatric problems (condition: chronic depression)") and weight decreased ("weight loss"). In (B)(6) 2016, the patient experienced nausea ("nausea"), fatigue ("fatigue") and pre-eclampsia ("pregnancy with complication"). In (B)(6) 2017, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced epilepsy (seriousness criterion medically significant) and seizure (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), urinary incontinence ("loss of bladder control"), anxiety ("anxious"), the second episode of depression ("depressed"), panic attack ("hormonal changes (describe: anxiety and panic attacks)"), skin discolouration ("rashes or skin conditions (type: skin discoloration)"), abdominal pain ("abdominal pain"), chest pain ("chest pain"), migraine ("migraines") and headache ("headaches"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (bilateral salpingectomy), surgery (bilateral salpingectomy) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, fallopian tube perforation, device dislocation, urinary incontinence, anxiety and the last episode of depression had not resolved and the pregnancy with contraceptive device, genital haemorrhage, epilepsy, seizure, panic attack, vaginal haemorrhage, menorrhagia, female sexual dysfunction, skin discolouration, anaemia, nausea, pelvic pain, vaginal discharge, fatigue, weight decreased, insomnia, alopecia, pre-eclampsia, abdominal pain, chest pain, migraine and headache outcome was unknown. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, alopecia, anaemia, anxiety, chest pain, device dislocation, dyspareunia, epilepsy, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, insomnia, menorrhagia, migraine, nausea, panic attack, pelvic pain, pre-eclampsia, pregnancy with contraceptive device, seizure, skin discolouration, urinary incontinence, uterine perforation, vaginal discharge, vaginal haemorrhage, weight decreased, the first episode of depression and the second episode of depression to be related to essure. The reporter commented: over the next several months, patient sought treatment on multiple occasions for symptoms of loss of bladder control, migration of the essure devices, perforation of the uterus, and perforation of a fallopian tube, among other symptoms. Ultimately, patient was required to schedule surgery for removal of the essure devices to occur in (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.2 kg/sqm. Ultrasound scan - on (B)(6) 2015: confirmed full occlusion and proper placement. (B)(6) 2017: city scan of abdomen & pelvis: left essure coil migrated superiorly in the left anterior peritoneum approximately 6 cm above the iliac crest. Right essure coil is normal in position. Most recent follow-up information incorporated above includes: on 12-jun-2018: plaintiff fact sheet received. Events per pfs: migraines and headaches. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of the uterus"), fallopian tube perforation ("perforation of a fallopian tube"), device dislocation ("migration of the essure devices / migration of essure device (location of device: left lower quadrant of abdomen)"), pregnancy with contraceptive device ("pregnancy (termination)"), genital haemorrhage ("abnormal bleeding (general)"), epilepsy ("neurological conditions or problems (type: epilepsy)") and seizure ("neurological conditions or problems : seizures") in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 2 ((B)(6) 2008 and(B)(6) 2011.), miscarriage, premature birth and . Concurrent conditions included overweight. Concomitant products included progesterone from 2010 to 2011. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anaemia ("blood or heart disorder/condition"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain"), vaginal discharge ("vaginal discharge") and insomnia ("other injury(ies) or complication (s) (please describe: insomnia)"). In (B)(6) 2016, the patient experienced alopecia ("hair loss"). On (B)(6)2016, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced the first episode of depression ("psychological or psychiatric problems (condition: chronic depression)") and weight decreased ("weight loss"). In (B)(6) 2016, the patient experienced nausea ("nausea"), fatigue ("fatigue") and pre-eclampsia ("pregnancy with complication"). In (B)(6)2017, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced epilepsy (seriousness criterion medically significant) and seizure (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), urinary incontinence ("loss of bladder control"), anxiety ("anxious"), the second episode of depression ("depressed"), panic attack ("hormonal changes (describe: anxiety and panic attacks)"), skin discolouration ("rashes or skin conditions (type: skin discoloration) "), abdominal pain ("abdominal pain") and chest pain ("chest pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, fallopian tube perforation, device dislocation, urinary incontinence, anxiety and the last episode of depression had not resolved and the pregnancy with contraceptive device, genital haemorrhage, epilepsy, seizure, panic attack, vaginal haemorrhage, menorrhagia, female sexual dysfunction, skin discolouration, anaemia, nausea, pelvic pain, vaginal discharge, fatigue, weight decreased, insomnia, alopecia, pre-eclampsia, abdominal pain and chest pain outcome was unknown. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, alopecia, anaemia, anxiety, chest pain, device dislocation, dyspareunia, epilepsy, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, insomnia, menorrhagia, nausea, panic attack, pelvic pain, pre-eclampsia, pregnancy with contraceptive device, seizure, skin discolouration, urinary incontinence, uterine perforation, vaginal discharge, vaginal haemorrhage, weight decreased, the first episode of depression and the second episode of depression to be related to essure. The reporter commented: over the next several months, patient sought treatment on multiple occasions for symptoms of loss of bladder control, migration of the essure devices, perforation of the uterus, and perforation of a fallopian tube, among other symptoms. Ultimately, patient was required to schedule surgery for removal of the essure devices to occur in (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.2 kg/sqm. Ultrasound scan - on (B)(6) 2015: confirmed full occlusion and proper placement (B)(6) 2017: city scan of abdomen & pelvis: left essure coil migrated superiorly in the left anterior peritoneum approximately 6 cm above the iliac crest. Right essure coil is normal in position. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plantiff fact sheet received. Events abdominal pain, alopecia, anaemia,chest pain, dyspareunia, epilepsy, fatigue, female sexual dysfunction, genital haemorrhage, insomnia, menorrhagia, nausea, panic attack, pelvic pain, pre-eclampsia, pregnancy with contraceptive device, seizure, skin discolouration, vaginal discharge, vaginal haemorrhage, weight decreased, depression & device ineffective are added. Lab data updated. Concomitant, historical condition and drus are added. Product, patient & reporter information updated. On (B)(6) 2018: medical records received. Lab data updated. Processed with fu 02 incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of the uterus"), fallopian tube perforation ("perforation of a fallopian tube"), device dislocation ("migration of the essure devices / migration of essure device (location of device: left lower quadrant of abdomen)"), pregnancy with contraceptive device ("pregnancy (termination)"), genital haemorrhage ("abnormal bleeding (general)"), epilepsy ("neurological conditions or problems (type: epilepsy)") and seizure ("neurological conditions or problems : seizures") in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 2 ((B)(6) 2008 and (B)(6) 2011.), miscarriage and premature birth. Concurrent conditions included overweight. Concomitant products included progesterone from 2010 to 2011. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anaemia ("blood or heart disorder/condition"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain"), vaginal discharge ("vaginal discharge") and insomnia ("other injury(ies) or complication (s) (please describe: insomnia)"). In (B)(6) 2016, the patient experienced alopecia ("hair loss"). On (B)(6) 2016, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced the first episode of depression ("psychological or psychiatric problems (condition: chronic depression)") and weight decreased ("weight loss"). In (B)(6) 2016, the patient experienced nausea ("nausea"), fatigue ("fatigue") and pre-eclampsia ("pregnancy with complication"). In (B)(6) 2017, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced epilepsy (seriousness criterion medically significant) and seizure (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), urinary incontinence ("loss of bladder control"), anxiety ("anxious"), the second episode of depression ("depressed"), panic attack ("hormonal changes (describe: anxiety and panic attacks)"), skin discolouration ("rashes or skin conditions (type: skin discoloration)"), abdominal pain ("abdominal pain"), chest pain ("chest pain"), migraine ("migraines") and headache ("headaches"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (bilateral salpingectomy), surgery (bilateral salpingectomy) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, fallopian tube perforation, device dislocation, urinary incontinence, anxiety and the last episode of depression had not resolved and the pregnancy with contraceptive device, genital haemorrhage, epilepsy, seizure, panic attack, vaginal haemorrhage, menorrhagia, female sexual dysfunction, skin discolouration, anaemia, nausea, pelvic pain, vaginal discharge, fatigue, weight decreased, insomnia, alopecia, pre-eclampsia, abdominal pain, chest pain, migraine and headache outcome was unknown. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, alopecia, anaemia, anxiety, chest pain, device dislocation, dyspareunia, epilepsy, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, insomnia, menorrhagia, migraine, nausea, panic attack, pelvic pain, pre-eclampsia, pregnancy with contraceptive device, seizure, skin discolouration, urinary incontinence, uterine perforation, vaginal discharge, vaginal haemorrhage, weight decreased, the first episode of depression and the second episode of depression to be related to essure. The reporter commented: over the next several months, patient sought treatment on multiple occasions for symptoms of loss of bladder control, migration of the essure devices, perforation of the uterus, and perforation of a fallopian tube, among other symptoms. Ultimately, patient was required to schedule surgery for removal of the essure devices to occur in (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.2 kg/sqm. Ultrasound scan - on (B)(6) 2015: confirmed full occlusion and proper placement (B)(6) 2017: city scan of abdomen & pelvis: left essure coil migrated superiorly in the left anterior peritoneum approximately 6 cm. Above the iliac crest. Right essure coil is normal in position. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 24-jul-2018: received quality safety evaluation of product technical complaint. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of the uterus'), fallopian tube perforation ('perforation of a fallopian tube'), device dislocation ('migration of the essure devices / migration of essure device (location of device: left lower quadrant of abdomen)'), pregnancy with contraceptive device ('pregnancy (termination)'), genital haemorrhage ('abnormal bleeding (general)'), epilepsy ('neurological conditions or problems (type: epilepsy)') and seizure ('neurological conditions or problems : seizures') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 2 ((B)(6) 2008 and (B)(6) 2011.), miscarriage and premature birth. Concurrent conditions included overweight. Concomitant products included progesterone from 2010 to 2011. On (B)(6) 2015, the patient had essure inserted. In december 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), skin discolouration ("rashes or skin conditions (type: skin discoloration)"), anaemia ("blood or heart disorder/condition"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain"), vaginal discharge ("vaginal discharge"), insomnia ("other injury(ies) or complication (s) (please describe: insomnia)") and chest pain ("chest pain"). In january 2016, the patient experienced alopecia ("hair loss"). On (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 2 months 27 days after insertion of essure. In august 2016, the patient experienced chronic depression ("psychological or psychiatric problems (condition: chronic depression)") and was found to have weight decreased ("weight loss"). In september 2016, the patient experienced nausea ("nausea"), fatigue ("fatigue") and pre-eclampsia ("pregnancy with complication"). In january 2017, the patient experienced genital haemorrhage (seriousness criterion medically significant). In june 2017, the patient experienced epilepsy (seriousness criterion medically significant) and seizure (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), urinary incontinence ("loss of bladder control"), anxiety ("anxious"), depression ("depressed"), panic attack ("hormonal changes (describe: anxiety and panic attacks)"), abdominal pain ("abdominal pain"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, fallopian tube perforation, device dislocation, urinary incontinence, anxiety and depression had not resolved, the pregnancy with contraceptive device, genital haemorrhage, epilepsy, seizure, panic attack, vaginal haemorrhage, menorrhagia, female sexual dysfunction, chronic depression, skin discolouration, anaemia, nausea, pelvic pain, vaginal discharge, fatigue, weight decreased, insomnia, alopecia, pre-eclampsia, abdominal pain, migraine and headache outcome was unknown and the chest pain was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, alopecia, anaemia, anxiety, chest pain, chronic depression, device dislocation, dyspareunia, epilepsy, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, insomnia, menorrhagia, migraine, nausea, panic attack, pelvic pain, pre-eclampsia, pregnancy with contraceptive device, seizure, skin discolouration, urinary incontinence, uterine perforation, vaginal discharge, vaginal haemorrhage, weight decreased and depression to be related to essure. The reporter commented: over the next several months, patient sought treatment on multiple occasions for symptoms of loss of bladder control, migration of the essure devices, perforation of the uterus, and perforation of a fallopian tube, among other symptoms. Ultimately, patient was required to schedule surgery for removal of the essure devices to occur in june 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.2 kg/sqm. Ultrasound scan - on (B)(6) 2015: results: confirmed full occlusion and proper placement. (B)(6) 2017: city scan of abdomen & pelvis: left essure coil migrated superiorly in the left anterior peritoneum approximately 6 cm above the iliac crest. Right essure coil is normal in position. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Event outcome :chest pain were updated to recovered. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of the uterus'), fallopian tube perforation ('perforation of a fallopian tube'), device dislocation ('migration of the essure devices / migration of essure device (location of device: left lower quadrant of abdomen)'), embedded device ('embedded within the fatty tissue is a spiral wire like device.'), pregnancy with contraceptive device ('pregnancy with complication'), epilepsy ('neurological conditions or problems (type: epilepsy)'), seizure ('neurological conditions or problems : seizures') and pre-eclampsia ('pregnancy with complication') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 2 (B)(6) 2008 and (B)(6) 2011.), miscarriage, premature birth, chorionic villi thrombosis, decidual cast, pelvic pain female and paratubal cyst. Concurrent conditions included overweight. Concomitant products included progesterone from 2010 to 2011. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain ("pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), vaginal discharge ("vaginal discharge"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), skin discolouration ("rashes or skin conditions (type: skin discoloration)"), anaemia ("blood or heart disorder/condition"), insomnia ("other injury(ies) or complication (s) (please describe: insomnia)") and chest pain ("chest pain"). In (B)(6) 2016, the patient experienced alopecia ("hair loss"). On (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 2 months 27 days after insertion of essure. In (B)(6) 2016, the patient experienced chronic depression ("psychological or psychiatric problems (condition: chronic depression)") and was found to have weight decreased ("weight loss"). In (B)(6) 2016, the patient experienced nausea ("nausea"), fatigue ("fatigue") and pre-eclampsia (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). In (B)(6) 2017, the patient experienced epilepsy (seriousness criterion medically significant) and seizure (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), urinary incontinence ("loss of bladder control"), anxiety ("anxious"), depression ("depressed"), panic attack ("hormonal changes (describe: anxiety and panic attacks)"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (bilateral salpingectomy,and laparoscopic removal of migrated essure device). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, fallopian tube perforation, device dislocation, urinary incontinence, anxiety and depression had not resolved, the embedded device, pregnancy with contraceptive device, pelvic pain, abdominal pain, menorrhagia, genital haemorrhage, vaginal haemorrhage, vaginal discharge, female sexual dysfunction, epilepsy, seizure, panic attack, chronic depression, skin discolouration, anaemia, nausea, fatigue, weight decreased, insomnia, alopecia, pre-eclampsia, migraine and headache outcome was unknown and the chest pain was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, alopecia, anaemia, anxiety, chest pain, chronic depression, device dislocation, dyspareunia, embedded device, epilepsy, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, insomnia, menorrhagia, migraine, nausea, panic attack, pelvic pain, pre-eclampsia, pregnancy with contraceptive device, seizure, skin discolouration, urinary incontinence, uterine perforation, vaginal discharge, vaginal haemorrhage, weight decreased and depression to be related to essure. The reporter commented: over the next several months, patient sought treatment on multiple occasions for symptoms of loss of bladder control, migration of the essure devices, perforation of the uterus, and perforation of a fallopian tube, among other symptoms. Ultimately, patient was required to schedule surgery for removal of the essure devices to occur in (B)(6) 2017. (B)(6) 2017: city scan of abdomen & pelvis: left essure coil migrated superiorly in the left anterior peritoneum approximately 6 cm above the iliac crest. Right essure coil is normal in position. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.2 kg/sqm. Ultrasound scan - on (B)(6) 2015: results: confirmed full occlusion and proper placement. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 10-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of the uterus'), fallopian tube perforation ('perforation of a fallopian tube'), device dislocation ('migration of the essure devices / migration of essure device (location of device: left lower quadrant of abdomen)'), embedded device ('embedded within the fatty tissue is a spiral wire like device.'), epilepsy ('neurological conditions or problems (type: epilepsy)') and seizure ('neurological conditions or problems : seizures') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 2 ((B)(6) 2008 and (B)(6) 2011.), miscarriage, premature birth, chorionic villi thrombosis, decidual cast, pelvic pain female and paratubal cyst. Concurrent conditions included overweight. Concomitant products included progesterone from 2010 to 2011. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain ("pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), vaginal discharge ("vaginal discharge"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), skin discolouration ("rashes or skin conditions (type: skin discoloration)"), anaemia ("blood or heart disorder/condition"), insomnia ("other injury(ies) or complication (s) (please describe: insomnia)") and chest pain ("chest pain"). In (B)(6) 2016, the patient experienced alopecia ("hair loss"). On (B)(6) 2016, the patient was found to have a pregnancy with contraceptive device ("pregnancy (termination)"), 2 months 27 days after insertion of essure. In (B)(6) 2016, the patient experienced chronic depression ("psychological or psychiatric problems (condition: chronic depression)") and was found to have weight decreased ("weight loss"). In (B)(6) 2016, the patient experienced nausea ("nausea"), fatigue ("fatigue") and pre-eclampsia ("pregnancy with complication"). In (B)(6) 2017, the patient experienced genital haemorrhage ("abnormal bleeding (general)"). In (B)(6) 2017, the patient experienced epilepsy (seriousness criterion medically significant) and seizure (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), urinary incontinence ("loss of bladder control"), anxiety ("anxious"), depression ("depressed"), panic attack ("hormonal changes (describe: anxiety and panic attacks)"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (bilateral salpingectomy,and laparoscopic removal of migrated essure device). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, fallopian tube perforation, device dislocation, urinary incontinence, anxiety and depression had not resolved, the embedded device, pregnancy with contraceptive device, pelvic pain, abdominal pain, menorrhagia, genital haemorrhage, vaginal haemorrhage, vaginal discharge, female sexual dysfunction, epilepsy, seizure, panic attack, chronic depression, skin discolouration, anaemia, nausea, fatigue, weight decreased, insomnia, alopecia, pre-eclampsia, migraine and headache outcome was unknown and the chest pain was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, alopecia, anaemia, anxiety, chest pain, chronic depression, device dislocation, dyspareunia, embedded device, epilepsy, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, insomnia, menorrhagia, migraine, nausea, panic attack, pelvic pain, pre-eclampsia, pregnancy with contraceptive device, seizure, skin discolouration, urinary incontinence, uterine perforation, vaginal discharge, vaginal haemorrhage, weight decreased and depression to be related to essure. The reporter commented: over the next several months, patient sought treatment on multiple occasions for symptoms of loss of bladder control, migration of the essure devices, perforation of the uterus, and perforation of a fallopian tube, among other symptoms. Ultimately, patient was required to schedule surgery for removal of the essure devices to occur in (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.2 kg/sqm. Ultrasound scan - on (B)(6) 2015: results: confirmed full occlusion and proper placement. (B)(6) 2017: city scan of abdomen & pelvis: left essure coil migrated superiorly in the left anterior peritoneum approximately 6 cm above the iliac crest. Right essure coil is normal in position. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-mar-2021: mr received: event- "embedded within the fatty tissue is a spiral wire like device" added and made medically significant and intervention required due to surgery. Reporter and medical history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of the uterus"), fallopian tube perforation ("perforation of a fallopian tube") and device dislocation ("migration of the essure devices") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), urinary incontinence ("loss of bladder control"), anxiety ("anxious") and depression ("depressed"). Essure treatment was not changed. At the time of the report, the uterine perforation, fallopian tube perforation, device dislocation, urinary incontinence, anxiety and depression had not resolved. The reporter considered anxiety, depression, device dislocation, fallopian tube perforation, urinary incontinence and uterine perforation to be related to essure. The reporter commented: over the next several months, patient sought treatment on multiple occasions for symptoms of loss of bladder control, migration of the essure devices, perforation of the uterus, and perforation of a fallopian tube, among other symptoms. Ultimately, patient was required to schedule surgery for removal of the essure devices to occur in (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: confirmed full occlusion and proper placement. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.